Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.